Manufacturer narrative:
Sorin group (B)(4) manufactures the d733 micro 40 ph.i.s.i.o. Arterila filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, the arterial filter outlet port broke off while the clinician was debubbling the device. The entire circuit was changed out prior to patient involvement. The filter was returned to sorin group USA for evaluation. Inspection of the returned device confirmed that the outlet port was broken off of the filter. The investigation into the cause for the breakage is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during priming, the arterial filter outlet port broke off while the clinician was debubbling the device. The entire circuit was changed out prior to any patient involvement.